Manufacturer narrative:
Additional, changed, and/or corrected data: d4, g1.

Event description:
A patient reported experiencing the events of ¿breast has gone lumpy - I had an ultrasound which showed it was still intact but has fluid around it¿ and ¿as you can appreciate this is a very stressful and worrying time for me.¿ the device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
A patient reported experiencing the events of ¿breast has gone lumpy - I had an ultrasound which showed it was still intact but has fluid around it¿ and ¿as you can appreciate this is a very stressful and worrying time for me.¿ the device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "left breast has gone lumpy".

Event description:
A patient reported experiencing the events of ¿breast has gone lumpy - I had an ultrasound which showed it was still intact but has fluid around it¿ and ¿as you can appreciate this is a very stressful and worrying time for me.¿ the device remains implanted.